Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient contacted support stating that the dexcom g7 sensor was connected to the mobile application but was not displaying readings on the insulin pump. The patient was guided to update the mobile application and then unpair and re-pair the sensor with the pump while the device was placed in pairing mode. Follow-up contact confirmed that glucose readings had resumed on the pump, with levels trending downward and approaching the target range. The patient indicated that no further assistance or follow-up was needed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.